Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator was turned on and the screen showed an error message. Then the unit was turned off and would not turn on or function. No adverse patient impact was reported.